Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump that had an over infusion issue. Total parenteral nutrition (tpn) bag was running dry after the device was programmed to only deliver a volume to be infused of 1050ml at a rate of 70ml/hour. It was noted that lipids have not been an issue for this patient just the tpn. The event occurred during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.